Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The customer troubleshot with technical support and was provided with part number and price for the flow sensor assembly. The customer replaced the flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing test 5 of the flow test. The customer reported there was no patient involvement.